Event description:
The customer called to report unresponsive buttons and a frozen screen. The time on the screen was not advancing. The customer then reported that she was hospitalized due to hypoglycemia this morning with a blood glucose of 28 mg/dl. The customer stated that she was unresponsive when her mother tried to wake her up. Unable to troubleshoot the insulin pump due to a button error alarm. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.